Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the returned wireless recharger (s/n:(B)(6)) found that there were no anomalies visually observed. The patient complaint was confirmed. The device led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was the patient reported the recharger is no longer working. When they go to charge the implanted neurostimulator the battery light flashes/scrolls and it will not charge. The patient stated they have been having trouble with it for a while and it will be on and then shut itself off or give them an orange light instead of the green light. Troubleshooting was unable to be performed as patient did not have the charger with them. Patient will call back with recharger sn in order to request replacement. Patient stated they have not been able to charge because of this for like a month. Replacement request sent to repair, email sent to device registration to update address and phone and then emailed physician listings to patient. Additional information was received from the patient. They reported that they received the new wireless recharger, but are still having the same issue with the orange light and can't get it to connect. The patient then stated they were at work and had a call coming in so they would need to call back later to continue troubleshooting. Thus the issue was not resolved at this time. Patient will call back when they have more time to troubleshoot.